Event description:
During use of the bard irrigation tray, the syringe from the tray would not hold normal saline. Syringe was leaking. This is a recurring problem at this facility. The manufacturer has been notified and product has been returned. The problem is still happening. More than one lot is involved. Multiple reports have been submitted.